Event description:
Mammography equipment malfunctioned during a test. Exposure and compression did not automatically terminate when expected when releasing the exposure pedal. The emergency stop switch was used and compression had to be released manually.